Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 30) with multiple cartridges during basal delivery. The customer's blood glucose was 400-500 mg/dl. Customer changed the cartridge and insulin was resumed successfully.